Event description:
It was reported that no audio output occurred. Data was evaluated finding no data within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).